Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: vierboom, l., darani, a., langusch, c., soundappan, s., & karpelowsky, j. (2018). Tunnelled central venous access devices in small children: a comparison of open vs. Ultrasound-guided percutaneous insertion in children weighing ten kilograms or less. Journal of pediatric surgery, 53(9), 1832¿1838. Doi: 10.1016/j.jpedsurg.2018.03.025.

Event description:
It was reported in an article in the journal of pediatric surgery titled," tunnelled central venous access devices in small children: a comparison of open vs. Ultrasound-guided percutaneous insertion in children weighing ten kilograms or less" that during a retrospective review of a 232 pediatric patients, intraoperative and postoperative complications were identified according to different procedures of central venous catheter insertion. Hematoma was identified in eight cases as a intraoperative complication and infection was identified in thirty eight cases as a postoperative complication. There were no reported interventions. The current status of the patients is unknown.